Event description:
The following was communicated to us by the user facility: the blade on the cord clamp remover dislodged while removing clamp, which became stuck on the clamp while attached to the baby. The blade was loose, but device could not be easily removed from the baby. It took the effort of three rn's to remove the blade and clamp. The baby was not harmed.